Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. (B)(6). Side: l. Primary asa: p2-mild disease not incapacitating.